Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set.receiver download cannot be performed with receiver in this state. Opened unit,passes interior visual inspection. Performed receiver download with main board separated from ui-u1. Egv log and diagnostic chart from receiver download show loss of connection..functional and paiing testing could not be performed due to continuous initialization. The reported event of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 01 19:55:23 edt 2017 with 3004753838-2017-64738. The ack3 was received on fri sep 01 19:55:23 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.